Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled. As it was stated spring arm cover was missing exposing wires . We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6). Device not returned to manufacturer.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter: biomed the unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem and h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2013-11-19. Corrected h4 manufacture date: 2012-10-23. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled. As it was stated spring arm cover was missing exposing wires. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. The device has been repaired by replacement of spring arm vertical video hd 15/21 kg (ard567910972) and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.